Event description:
Information received by medtronic indicated that insulin pump had allegedly delivery anomaly. The insulin pump delivered more units of insulin than required which caused hypoglycemia. Customer had to stop using the pump while in another country since normal delivery would be 25-30 units per day and no more than 35 units. Customer stated there were instances where they received 60-70 units per day and on 1 occasion 120 units. Customer banged their head due to low blood glucose level. Customer did not indicate how the low blood glucose was treated. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.